Manufacturer narrative:
Was requested, but not provided. Additionally, event information such as item/lot number, implant date, date of explant, patient medical history were requested, however no information has been received. According to the instructions for use (IFU) for gore® dualmesh® biomaterial complications may include but are not limited to, infection, inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, wound complications, pain, bowel obstruction, ileus, revision/re-intervention, fever and recurrence.

Event description:
The following publication was reviewed: large resection and reconstruction of primary parietal thoracic sarcoma: a multidisciplinary approach on 11 patients at minimum 2 years follow up. The publication reports 11 cases in total that involved removal of deep muscle, ribs and/or sternum. The article reported four patients with postoperative complications from 2 mm gore® dualmesh® biomaterial including one with prosthesis removal. The article reported one patient (ab) developed a deep wound infection that progressed to sepsis and required wound washout and prosthesis removal. This patient required ICU admission after their second operation. The article reports the patient had a complete recovery with their defect later closed with a pedicled latissimus dorsi flap.